Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: unknown. H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The base camera was replaced and the system performed as intended. Codes: b01, c07, d02. H2) please see section b5 for further additional information and the additional codes section for new annex f codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure being performed was an open posterior fixation of cervical 5 to thoracic 3. The procedure was abandoned and rescheduled. No further information available.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. G2) foreign country: ireland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively in an unknown procedure. It was reported that there was a localizer fault, the camera had been bumped. No known impact to patient outcome. Surgical delay unknown.